Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field application specialist (fas) performed precision testing with results within specification. Instrument hardware checks were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. Patient 1 initial result was 6.00 ng/l. On (B)(6) 2025, the repeat result was 10.4 ng/l. On (B)(6) 2025, patient 2 initial result was 34 ng/l. The repeat result was 20.4 ng/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) checked the sample probe adjustments and performed baseline instrument checks. No issues were identified. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.